Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for an 8 beat vtac event and wanted to know how many beats of vtac should occur before the device alarms for it. There was no patient harm reported. Nihon kohden's clinical team advised him of the proper settings to use to resolve the issue.

Event description:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for an 8 beat vtac event and wanted to know how many beats of vtac should occur before the device alarms for it.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(6) reported in an email that the cns-6201a, pu-621ra serial#(B)(4) did not alarm for a patient with 8 beats of ventricular tachycardia (v-tach). Service requested: customer would like to know how many beats of v-tach should occur before the system creates an alarm. Service performed: customer was able to resolve the issue over the phone with the assistance of an nk rep by changing some arrhythmia alarm settings. The beats were changed in service to alarm after 4 beats. Investigation result: the root cause of the issue is determined to be user error in having incorrect settings. The device was operating within specifications. The device was in use with a patient and there was no reported harm. Based on the given information, this complaint record can be closed as no further investigation is needed at this time.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer emailed tech support to report that a patient experienced 8 beats of v-tach but cns did not alarm. Customer later stated that the issue was caused by clinical settings. The setting was since change to alarm after 4 beats. The setting at the time of the reported event is unknown. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: pu-621ra s/n (B)(6) was put into service on 4/23/2015. Service history shows this no related incidents for this device. Service history for this facility shows this is an isolated incident. Based on the information provided, it has been determined that oversight on the clinical settings was the root cause of for cns not alarming for an 8-beat event. Additional information: b4. Date of this report. D4. Serial #. F6. Date user facility/importer became aware of the event. F7. Type of report. F9. Approximate age of device. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer? H4. Device manufacture date. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report: a2 - a6; b2; b6; b7; d4 lot # & expiration date; d6 - d7; d9; d11& c2; f10; g6; g8; h7; h9.

Event description:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for an 8 beat vtac event and wanted to know how many beats of vtac should occur before the device alarms for it.